Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the alarm powers up but does not sound when weight is removed from the known working test sensor. There was no physical damage to the alarm observed. (B)(4).

Event description:
The customer reported the alarm will not sound when weight is removed from the sensor. The customer replaced the batteries with new ones and tried the alarm with a new sensor, the results remain the same. This was during set-up so there was no pt contact.